Event description:
It was reported that during a breast biopsy, heard the vacuum, but unable to retrieve any specimens. Changed probes and cannisters but still unable to retrieve any samples. Completed the case using the magnum.